Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was locked and deployed onto the tissue within the rectum however; the clip failed to release from the delivery catheter. Reportedly, when the delivery catheter was being removed, it was noticed that the clip was still attached. The clip became stuck within the scope however; the clip was able to be pushed out of the scope and was left to pass in the patient. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.